Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported that during an anterior cervical fusion surgical procedure the hand control device was "sliding on the motor device" and "would not stay attached". The planned surgical procedure was completed without delay as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.